Manufacturer narrative:
Follow-up # 1 ¿ (05/17/2014), the patient¿s lancing device has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch delica lancing device does not fully penetrate. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the reported issue first began. The patient manages her diabetes with metformin (twice a day) and 50 units of lantus; the patient reportedly did not take any action in regards to her diabetes regimen and did not test her blood glucose with another device after the alleged issue occurred. According to the csr¿s documentation, as a result of the alleged product issue, the patient reportedly developed symptoms of shaking and headaches an known date/time later, and during a doctor¿s office visit (date note specified), the patient reportedly was administered insulin as treatment. At the time of troubleshooting, the csr noted the patient had been using the subject lancing device for a month, there was no misuse of the lfs product, and the patient was using the correct lancet at the time the products issue occurred. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.